Event description:
A customer reported that unexpected negative and equivocal (?) Reactions were obtained with capture-r ready-screen (3), lot r233.

Manufacturer narrative:
The customer returned the product and submitted the sample for investigation. The product investigations lab confirmed the presence of the e antigen on retention and returned product (lot r233). An antibody screening assay was performed on the submitted sample using the returned product. Equivocal (?) Results were obtained with cell 2. Repeat testing resulted in a negative interpretation by the echo. Cell 2 visually appeared positive. An antibody screening assay was performed on the sample using retention product (lot r233) and returned indicator cells, lot 221851. Controls performed as expected. The echo resulted in no interpretation due to equivocal (?) Reactivity with cell 2 (visually positive). Repeat testing resulted in negative interpretation by the echo, but cell 2 appeared visually positive. The sample was again tested on the echo using retention crrs3, lot r233, and retention crrirc, lot 221851. Controls performed as expected. The echo resulted as negative on the echo in both runs. Cell 2 appeared visually positive. Manual capture testing was performed using the returned and retention crrs3 and indicator cells. Incubation time was increased to 60 minutes. Controls performed as expected and the sample exhibited positive reactivity with cell 2. The investigation did not identify a product deficiency. The reactivity observed appears to be unique to the nature of the customers sample. The samples anti-e may be at or below the threshold of detection by capture methodology.